Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for cuff: (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to the device was old and it was not working, during surgery it was reported erosion at the cuff site. The aus was explanted, the physician decided not to place a new cuff at this time and allow the urethra to heal completely. There is no additional information reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The components were visually examined; meanwhile the pump and balloon were also leak and functionally tested. The cuff was identified to have folds and a tear from tool/sharp instrument damage at the cuff tab. The pump adaptor junction and tubing had scaling identified; and it did not pass the functional testing as the pressure output reading was below specification; the pump passed leakage testing. Regarding the balloon, it was identified to be scaled at the bottom of the shell and on the adaptor junction and it did not pass functional testing as the output showed a pressure above specification. The balloon passed leak testing. Based on the available information and analysis results, the functional problems found with the pump and balloon could have caused or contributed to a decrease in the product performance. Additionally, the reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned for the reported erosion, while a conclusion code of cause traced to component failure was assigned to the finding related to the pump and balloon. Balloon: model number/catalog number: 72400024. Serial number: unknown . Batch/lot number: 381825017. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Cuff: model number/catalog number: 72400161. Serial number: unknown . Batch/lot number: 374787014. Model/catalog description: belt cuff fgs 4.5 cm. Unique identifier (UDI) #: (B)(4). Pump: model number/catalog number: 72400098. Serial number: unknown . Batch/lot number: 383424005. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to the device was old and it was not working, during surgery it was reported erosion at the cuff site. The aus was explanted, the physician decided not to place a new cuff at this time and allow the urethra to heal completely. There is no additional information reported.